Event description:
Pt reported that their one touch ultra test strips were damaged. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. There was no further clinical info provided.